Event description:
It was reported that the customer had high blood glucose levels of 242 mg/dl. The customer was hospitalized due to high blood glucose levels. The customer was treated with insulin intravenously. It was reported that the customer felt really weak. The customer also reported suffering from a bleeding liver disorder, a recent stomach surgery and a stroke. The customer reported wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).